Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to an x-ray scan. The customer was educated on proper use per the tandem user guide. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.